Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to an open f600 fuse. The root cause for the open fuse could not be positively identified. There was no adverse event that resulted from the damaged monitor.